Event description:
During literature review of an article from the journal of plastic, reconstructive & aesthetic surgery (2011) xx, 1-5; ¿clinical experience with hyaluronic acid-filler complications¿ the following complaint was noted. A pt received an injection of juvederm (unk type and quantity) and had ¿nodularity in the lower lip.¿ the pt was referred to the hospital and treated with surgical excision. Further follow up from one of the authors of the article noted that only one pt (#19) had juvederm injected. All other pts referred to in the article received non-allergan products.

Manufacturer narrative:
Medwatch sent to FDA on 06/15/2012.